Event description:
The user facility reported their unit was leaking water. The water spread outside of the unit's footprint and leaked into an or room below. A procedural delay was reported as the facility had to move a procedure to an alternative room due to the leak. No injuries were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was informed that the water shut off valve had come loose, spraying water onto the wall and leaking into an or room below. Prior to the technician's arrival, the facility tightened the water shut off valve and replaced the o-ring located inside the valve. The steris technician inspected the facility's repairs and confirmed the unit was operating to specification. The unit was installed in october 2013 and is currently under steris warranty.